Event description:
Caller alleged imprecision with doctor's inratio meter. Patient's therapeutic range: 2.0-3.0 inr. Doctor lowered patient's coumadin level by 1 mg due to the 3.2 inr result on (B)(6) 2011. Patient used strips that expired in 2007 and has been using this lot for a long time.

Manufacturer narrative:
Investigation pending.